Manufacturer narrative:
Analysis and results: there are no previous complaints of this code-batch. We manufactured and distributed in the market 972 units of this code-batch. There are no units in our stock. We have received 7 closed samples and 1 open and used sample that shows fraying/splitting. We have tested the knot pull tensile strength of the closed samples received and the results fulfil the requirements of the european pharmacopoeia (ep): 0.114 kgf in average and 0.091 kgf in minimum (ep requirements: 0.061 kgf in average and 0.0015 kgf in minimum). Sewing test on artificial skin tissue has also been conducted with the closed samples received and fraying/splitting does not appear when pulling the thread through the tissue. Visual appearance of the thread is the usual one. Nevertheless, taking into account the open and used sample received shows fraying/splitting, we consider that the complaint is confirmed by evidence of the failure in the open sample received. Reviewed the batch manufacturing record of this product, there was an incidence but was released into the market fulfilling usp/ep and b. Braun surgical requirements. Final conclusion: we conclude that the complaint is confirmed by evidence of the failure in the open sample received. Actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: this complaint is recorded for trending analysis to assess if actions are needed.

Manufacturer narrative:
Investigation on-going. Additional information / investigation results will be provided in a supplemental report.

Event description:
It was reported that there was an issue with optilene. During an unspecified procedure, the threads were noted to be fibrous and break after several stitches. It was likely a pediatric cardiac surgery. There was no patient harm.